Event description:
A report was received that the patient's precision system would be explanted due to discomfort and protrusion at the pocket site. The pocket site was open and discharge was coming out of the pocket site. The patient was reportedly doing well after the explant.